Manufacturer narrative:
It was later reported that the rv lead was surgically abandoned and replaced with a non-boston scientific lead. The cause of the high pacing thresholds was not provided. However, the field representative noted there was no evidence for dislodgement or lead damage. It was possible the increase in pacing threshold measurements was due to a change in the patient's tissue quality. The lead is not able to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements during a routine follow up about five months post-implant. The physician planned to reposition or replace the lead, due to the impact on device longevity. Other lead measurements were within normal range. The cause of the high pacing thresholds was not determined but was expected to be known after further evaluation. No adverse patient effects were reported.